Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for blood pooling with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube experienced blood pooling in the stopper well during use. The following has been provided by the initial reporter: customer using bd fbn to withdraw the blood from patient, occurred blood droplet on the stopper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube experienced blood pooling in the stopper well during use. The following has been provided by the initial reporter: customer using bd fbn to withdraw the blood from patient, occurred blood droplet on the stopper.